Event description:
The pt presented with endophthalmitis five days postoperative. A vitreous tap was performed along with an intravitreal antibiotic injection. The lens remains implanted in the pt's eye. Pt prognosis is guarded. It is unk if the endophthalmitis is product related.